Manufacturer narrative:
The ECG data from the event was returned and evaluated. Evaluation found that only one analysis event was performed. During the entire 9 second analysis segment, the patient was presenting asystole which is not a shockable rhythm. The analysis results returned was no shock advised. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the patient subsequently expired.